Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician went to deploy the angio-seal device and the string was not present in the device when he went to deliver the collagen plug. The patient was reported to be fine. The procedure outcome was successful. Manual compression was used. Additional information was received on 10/10/18: the patient was having a left heart cath with intervention. The procedure sheath size that was used was a 6fr long sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. (B)(4). One used 6 fr angio-seal vip device was received for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic inspection was conducted on the distal tip of the hemostatic sheath which revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted and revealed that the deployment sleeve was moved into the forward lock position, but the accumulation of dried blood like substances at the tip of hemostasis sheath precluded the anchor from being released. Digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined.